Event description:
It was reported that the device had an error code 45986. The product fault occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. Customer's reported problem was verified. Corrosion of fluid ingression was found on chassis assembly, latch lock flex sensor, latch lock, and some on the microprocessor unit board. Cleaned fluid on board, cleared error code and installed the software applications with replaced chassis assembly in order to fix the issue.